Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a r-wave amplitude measurement issue. It was noted the r-wave amplitudes has been identified to be low and varying between 6 mv and 1 mv.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited variations in r-wave amplitude sensing measurements. During the lead revision procedure, it was also noted the device showed unexpected battery longevity and the voltage measurements had decreased since the beginning of the procedure. An inquiry as to whether or not the battery voltage measurements made sense was requested. The rv lead was replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.